Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead exhibited high out-of-range pace impedance measurements greater 3,000 ohms. It was noted that this lv lead was implanted in 2010 but not used due to high thresholds. In addition, the lv pace impedance measurement was 400 ohms in 2010. This lv lead remains in implanted at this time. No adverse patient effects were reported. Additional information received reported that the left ventricular (lv) lead was programmed off in 2010, and will continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead exhibited high out-of-range pace impedance measurements greater 3,000 ohms. It was noted that this lv lead was implanted in 2010 but not used due to high thresholds. In addition, the lv pace impedance measurement was 400 ohms in 2010. This lv lead remains in implanted at this time. No adverse patient effects were reported.